Event description:
It has been reported to philips that the system failed to boot up. The system was not in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. Th fse examined the system and determined that the system software crashed and there was image processing computer (ippc) diskbay malfunction. As a part of repair activity, the fse performed full installation of the fd system due to crashed application, directly connected hard disk drives (hdds) with in ippc to mainboard, configured system settings, performed tube adaptation and detector calibration. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.